Manufacturer narrative:
(B)(4). Batch # l9314p. The device was returned with the distal tip of the blade broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: ¿activation issues ". The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reporte by the affiliate that during an unknown procedure, the device stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.